Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: type of follow up- additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation conclusion - additional.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.